Event description:
It was reported when the programmer is turned on it makes a "funny noise" and states system test failure. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer boots to a system error and speakers are making noise. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. Left keyboard hinge is broken. Programmer failed right antenna test; right antenna found out of electrical specification.

Event description:
It was reported when the programmer is turned on it makes a "funny noise" and states system test failure. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.